Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and high pacing impedances that had increased over the last three months. A lead fracture was suspected, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD, implanted (B)(6) 2012. (B)(4).